Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative that two mr290v vented autofeed humidification chamber domes had cracked and were leaking water. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) vented autofeed humidification chambers were returned to fisher & paykel healthcare where it was visually inspected. Results: visual inspection of the returned chambers could not confirm the chamber domes crack and domes water leak as reported by the customer. Conclusion: we are unable to determine what had caused the reported event. The (B)(4) chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber that fails this inspection is rejected. The subject (B)(4) chambers would have met the required specification at the time of production. Our user instructions that accompany the (B)(4) vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the (B)(4) above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" "ensure there is water supply connected to the chamber and that water is present within the chamber" "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that two mr290v vented autofeed humidification chamber domes had cracked and were leaking water. There were no reported patient consequences.